Manufacturer narrative:
G4: 30jan2020 b4:(B)(6)2020. The field service engineer (fse) replaced the power supply, power management board, motor controller board and the gas delivery system. The device has been tested and repaired. The system has been corrected. Calibration was checked according to the latest specifications from philips / respironics. The device is operational and complies with the specifications defined by the manufacturer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. Failure analysis on the returned gas delivery system (gds) shows that customer complaint was not verified. No fault found with gds. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20jan2020.

Event description:
The customer reported that the ventilator will not power on. The field service engineer found that one capacitor sank and damaged the power supply, so the device couldn't be switched on. The field service engineer (fse) was able to verify the reported problem. The customer reported that the unit was not in use on a patient.